Event description:
The customer reported oil mist coming from their unit. The customer stated that there were no physical complaints related to the oil mist. The asp field service engineer repaired the unit.